Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "probably intracapsular rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.6, b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional reported "probably intracapsular rupture". Later, patient confirmed the rupture. Later, another hcp reported "intracapsular rupture" via MRI. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two openings device assessed as fold flaw opening and surgical damage. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "probably intracapsular rupture". Later, patient confirmed the rupture. Later, another hcp reported "intracapsular rupture" via MRI. This record is for the left side. Device was explanted.